Event description:
Healthcare professional reported a "baker grade IV capsular contracture from radiation therapy". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "baker grade IV capsular contracture from radiation therapy".

Event description:
Healthcare professional reported a "baker grade IV capsular contracture from radiation therapy". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures observed three openings assessed as surgical damage and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a "baker grade IV capsular contracture from radiation therapy". The device has been explanted. This record relates to the right side.